Event description:
According to the report: the pt underwent surgery (cystocele, elytrocele and rectocele treatments) in 2004, using the ivs tunneler (described as ivc bands). The pt suffered complications after surgery, which required removal of the device in 2005.